Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e103 please check the examination lamp during diagnostic colonoscopy and patient sedation involving an olympus xenon light source. The procedure was completed with the same device. There were no reports of patient harm.